Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the f-66 alarm was determined to be a damaged sensor board. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-66 alarm. No additional information is available.